Manufacturer narrative:
The device was not available for evaluation as it remains in the patient. The threaded tip of a 1.6mm nitinol k-wire, 500mm, blunt tip fractured during a l4-s1 revision procedure. It is possible that there was a misalignment between the screw and the k-wire resulting in excessive bending stress on the tip of the k-wire. However, because the exact surgical conditions cannot be replicated, no determinations could be made as to the cause of the reported issue.

Event description:
It was reported that during a case the tip of the k-wire broke off and was retained in the patient post operatively.